Event description:
No functionality with 1688 endoscope video camera for knee arthroscopy. Two cameras used and surgeon found no functionality with both cameras. Surgery was rescheduled. At the time, staff were unaware of eight additional backup endoscope video cameras to use ¿ all eight cameras were later tested nd found to work by the manufacturer representative. Defective cameras were sent back to the company and replaced with new cameras. The manufacturer representative found the two camera and couplers not working were related to internal camera.